Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. Customer alleged that the insulin pump was under delivering insulin because of high blood glucose level. Customer treated high blood glucose level with insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.